Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor leaked inside the overpouch. The event was further reported as "the flow restrictor/distal luer lock connection has come off the tube line and leaked". The device was filled with 4000mg cefazolin (aft) in 240ml 0.9% sodium chloride. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 18, 2022 - april 20, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed a leak inside a sealed bag caused by detached tubing at the junction of the flow restrictor. The reported condition was verified. The cause of the detached tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.